Event description:
The customer reported that she received no delivery alarms on the insulin pump while doing a set change. The customer's blood glucose was 122 mg/dl. She stated the alarm was resolved by a complete set change. The alarm may have been caused by an occlusion or other issue with the infusion set, reservoir, and/or insertion site. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.